Event description:
Same case as: 2134265-2008-01264, 2134265-2008-01265, 2134265-2008-0266, 2134265-2008-01267. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesions was predilated with an unknown manufacturer's balloon. The physician placed 4 taxus express2 drug eluting stents: a 2.50x16mm taxus stent in the 90% stenosed lesion located in the distal side of the mid left anterior descending (lad) artery overlapping a 2.50x24mm taxus stent in the proximal side of the mid lad artery, a 2.50x24mm taxus stent in the 99% stenosed lesion located in the lad - diagonal 1 (dx1) artery, and a 2.75x12mm taxus stent in the 75-90% stenosed lesion located in the proximal lad. The stents were well apposed. Medication: aspirin and clopidogrel. The following day, the physician placed a 2.50x16 taxus express2 drug eluting stent in the 100% stenosed lesion located in the distal left circumflex (lcx). The lesion was predilated with an unknown manufacturer's balloon. The stent was well apposed. Medication: aspirin and clopidogrel. Two days post the initial procedure, the patient presented with chest pain. The physician thought it may have been heparin induced thrombocytopenia (hit) or acute thrombosis. Thrombus was identified in the stents located in the proximal and mid lad and the distal lcx. The thrombosis was dilated with an unknown manufacturer's balloon, but the thrombus continued to form. Several inflations were made and the thrombus was resolved. Flow in the proximal lad and distal lcx improved. However, another thrombus formed in the stent located in the proximal portion of the mid lad. The 2.50x24mm taxus stent was dilated with an unknown manufacturer's balloon. Flow in the lad and lcx improved (timi3). The procedure was completed and an intra-aortic balloon pump (iabp) was placed. Medication: aspirin, clopidogrel, pretaal, and anplag. Patient status reported as "recovering".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.